Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve on the sheath was not tight. This was observed with two sheaths. After two replacements, the issue was resolved. The case outcome is unknown. No patient complications have been reported as a result of this event.